Manufacturer narrative:
Additional information: a6: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following the successful implantation of the first stent (of two stents) from a trabecular microbypass stent system, the trocar broke during the implantation of the second stent. Reportedly, the trocar fragment was removed intraoperatively, and the procedure was completed. The report noted that the trocar was pressed "harder than usual" against the trabecular meshwork (tm) causing the trocar to "curve" when the delivery button was pressed. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes that the insertion tube firmly pressed against the trabecular meshwork (tm) resulted in a bent trocar while the delivery button was pressed, and contributed to the event. There was no adverse patient impact, no postoperative intervention required, and the patient is reportedly stable and doing well with the event resolved.